Event description:
According to a following physician form, the patient implanted with this endovascular graft underwent open repair for an unknown reason.

Manufacturer narrative:
All available information indicates that this graft remains implanted. No additional information is available.